Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 52 mg/dl. The cause of bg was unknown. Customer stopped insulin delivery to address bg and reverted to manual injections for insulin therapy. Customer worked with healthcare provider to adjust pump settings; however, the setting adjustments did not resolve the event.